Event description:
A hospital pharmacy technician reported that compounder had as overfill. The red station was programmed with 200 ml of 50% dex - 1.17sg; the orange station was programmed with 300 ml sterile water - 1.00sg; and the green station was programmed with 500 ml 10% travasol - 1.03 sg. The total delivered was overfilled by 80 ml. The unit will be swapped.